Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he has to push his insulin pump buttons several times in order to receive a response. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. Additionally, the customer mentioned that his blood glucose has been high for the past three days. His blood glucose was in the 500 mg/dl range. He treated via manual insulin injection and he woke up to a blood glucose of 115 mg/dl. The customer had changed his infusion set recently and he cited the infusion set as the likely cause of the hyperglycemia. The set was inspected and it was not damaged. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with unresponsive escape and act buttons due to flattened and creased buttons dome switches. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive buttons. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners and cracked reservoir tube lip.